Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error c-00 on the erbe generator. The customer hard power cycled the erbe but the issue remained. The customer was able to connect a third party generator with the assistance of the technical service engineer to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer connected a third party generator td10 to complete the case robotically. The issue caused a delay of 10-60 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.